Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(4). Olympus (B)(4) checked the subject device and found that the endoscopic image flickered due to the failure of the printed-circuit board. Based upon the information from olympus (B)(4), omsc concluded that the reported phenomenon was attributed to the failure of the printed-circuit board. The subject device was not returned to omsc, the exact cause of the failure of the printed-circuit board could not be conclusively determined. However, there was the possibility that it was attributed to the failure due to aging deterioration because five years and nine months had passed from the subject device had been manufactured.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during preparation for use, it was found that the endoscopic image became black and noisy. There was no report of patient injury associated with the event.